Event description:
Based on ai reports, it was reported that the catheter tip exhibited lifted coating. During a pulsed field ablation procedure to treat paroxysmal atrial fibrillation at the pulmonary vein, an intellamap orion catheter was selected for use. When the orion catheter was inserted into an sl0 sheath (8.5f) for left atrial mapping, its operability was noted to be worse than usual. The catheter was then removed and inspected outside the body, revealing that the coating around the tip had lifted. Due to concerns that this might affect further operability, the catheter was replaced with a new one of the same model, and the procedure was completed successfully. There were no patient complications. The device was discarded by the facility and will not be returned for analysis.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.